Event description:
It was reported that the customer had issues with the down button on the insulin pump. The customer stated that the button was not sensitive. The customer's blood glucose was normal and did not require medical treatment. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a broken reservoir tube lip, cracked belt clip slot and minor scratches on the display window.